Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur troponin ultra result was obtained on a patient sample. A new draw was obtained and tested. The result was negative. Testing for both the initial and new draw samples was repeated. Both results were negative. Patient was admitted and placed on heparin drip. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur troponin ultra result was obtained on a patient sample. A new draw was obtained and tested. The result was negative. Testing for both the initial and new draw samples was repeated. Both results were negative. Patient was admitted and placed on heparin drip. There was no report of adverse health consequences due to the false positive troponin ultra result.